Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 90-135mg/dl fasting. Verified the strips expired 5/20/2018. Customer confirms the strips have been properly stored. Customer performed a back to back blood test and obtained an 108mg/dl fasting and 110mg/dl not fasting. Reviewed meter memory: (B)(6). Customer called stating she is concerned her meter is registering erratic results because she tested back to back today at 05:46pm fasting (B)(6) 2015 and received a result of 503mg/dl she then tested again one minute later at 05:47pm fasting (B)(6) 2015 and her result was 108mg/dl. Adverse event not reported.